Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose ranged from 70 mg/dl to 100 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.